Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device is malfunctioning and "randomly defibrillating" and "it has been dislodged". The patient also noted that someone is transmitting information causing their device to "heat up". The device remains in use. No further patient complications have been reported as a result of this event.